Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-05782 for details of the other event. The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in greece, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the delivery system with valve was being advanced through the 16fr esheath+ when it became stuck in the strain relief portion of the esheath+. The system could not be advanced further or pulled back. As a result, the entire system was withdrawn as a single unit. A second system was prepared and used to complete the procedure. The patient was then discharged. Subsequently, there was imagery provided for evaluation. The devices were also returned for evaluation. Evaluation of the returned esheath+ and imagery revealed there were punctures on the strain relief portion of the esheath+. Evaluation of the returned valve revealed the valve was stuck in the strain relief and there were two struts bent slightly outwards.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed a crimped valve with one strut bent outwards at the inflow side. The valve was expanded and there was no frame damage observed on the expanded valve. The leaflets were noted to be wrinkled and dehydrated due to the storage condition (prolonged crimping) during the return handling process. There was also imagery provided for evaluation. A review of the provided imagery revealed the strain relief of the associated sheath device appeared to be punctured. There was presence of tortuosity in the access vessels. The transfemoral right vessel was also noted to be calcified. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the valve frame damage was confirmed based on evaluation of the returned device and provided imagery. The available information suggests patient factors (calcification and tortuosity) and procedural factors (excessive manipulation/high push force) likely contributed to the event as there was presence of calcification and tortuosity at the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, a tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.